Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and microscopic examination found no issues with the balloon cones of the device. It was noted that on the first distal row, the stent strut was lifted and pulled in a distal direction. Stent damage most likely occurred during withdrawal attempts. The undamaged section of the crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon was tightly wrapped and was not subjected to positive pressure. The tip was visually and microscopically examined and damage was noted at the distal edges of the tip. This type of damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination found no kinks or damage along the hypo tube, mid-shaft, inner or outer polymer extrusion. No other issues were noted on the device during analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 14-may-2018. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The eccentric target lesion was located in a mildy calcified right coronary artery. The lesion was noted to have a significant bend <45 degrees. A 12 x 4.00mm promus premier¿ drug-eluting stent was advanced to treat the lesion. However, the device was unable to cross and it was removed from the patient. The physician tried other non-bsc stents but none of the stents were able to cross the lesion. The patient was sent for surgery as an alternative treatment. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damaged.